Event description:
A patient/lay person informed a customer care advocate, cca, in 2007, that her one touch ultra meter would not power on despite new batteries. The issue began a month or two before the call. On two unknown days and times in 2007, the patient was treated by emt and in the ER for hypoglycemia with blood glucose results of 39 and 20 mg/dl while being sweaty, shaky, and having a headache. This senior medical affairs specialist spoke with the patient on 11/20/2007, who shared additional information. The patient purchased another brand meter prior to that month or before because of the power issue with the ultra. Neither she nor her husband attempted to use the meter again and were not using the meter during the two events. The patient, a brittle diabetic, believes her husband immediately called emt rather than attempt to test her blood glucose on the backup. Emt possibly treated her with oral glucose and at the ER she was treated with IV glucose. She does not recall whether the blood glucose results of 39 and 20 were by emt or in the ER. Despite using and having another brand backup meter, and possibly not using it during the event, the patient's ultra meter was not functioning at the time of the event. For this reason, the complaint is classified as on adverse. The patient experienced and was treated by health care professional for hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report. Meter serial number is not known; the number has faded. Test strip lot number is no longer known.